Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was received for review. The 3mensio imagery was provided and the following was observed: patients right access vessel had presence of tortuosity and calcification. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The sheath insertion was confirmed has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests that patient factors (calcification, tortuosity, constrained access due to peripheral vascular disease) likely contributed to the event as it was reported that the patient had severe pvd in the right common iliac artery and shockwaved that area. Additionally, patient factors were confirmed via 3mensio imagery. Sharp or bulky calcified nodules and within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force and/or damage the distal tip. Inadequate or constrained patient access site due to peripheral vascular disease (pvd) can cause difficulty during sheath introduction and lead to the strain relief to catch onto the anatomy as it is advanced. Tortuous patient anatomy can create sub-optimal angles that can induce stress to the sheath shaft causing it to bend or kink and require a higher push force to navigate. These factors combined can create a challenging pathway for sheath introduction and can compound, further leading to difficulty during sheath introduction/advancement. The distal tip split has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests patient factors (calcification, tortuosity, constrained access due to pvd) and/or procedural factors (device manipulation) contributed to the event. During sheath introduction through a challenging pathway, it is possible that the operator may apply excessive device manipulation to overcome the experienced difficulty, which may lead to sheath tip, sheath shaft and/or introducer damage. Furthermore, device manipulation can lead to further sheath shaft/introducer damage or kinks if compounded with vessel calcification or tortuosity. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a right transcatheter valve replacement procedure with a 26mm sapien 3 ultra resilia valve in the aortic position. The patient had severe pvd in the right common iliac artery and shockwaved the area. During insertion of the sheath, the doctor tried to advance the sheath but it got stuck. The tip of the sheath became split at the distal portion (seam region). This was discarded by the staff no images are available. A second 14f esheath plus was opened and rotoglide was applied onto the sheath. This worked perfectly. No patient injury. Patient is doing well after receiving a 26mm sapien 3 ultra resilia valve.